Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the lead was dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received